Event description:
It was reported by the patient that they were diagnosed with "deep vein trombosis (dvt) that protrudes in the axial vein". Patient also reported that it is a "known fact" that implanted heart devices may result in dvt. The patient states they were not informed of this risk prior to implant by physician or medtronic and indicated dvt is a "life threatening event". The patient is working with physician to determine the cause of dvt and questioned what medtronic is doing to lower risk moving forward. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4195 non-defib lead (B)(6) 2011; 4592 non-defib lead (B)(6) 2011. (B)(4).